Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) tested the system and found that universal surgical manipulator (usm) 4 was not recognizing any instruments. The fse replaced the usm 4 to resolve the issue. The system was tested and verified as ready for use. Isi did receive the usm to perform failure analysis (fa). System logs show error 282. The usm was tested on an in-house system in normal mode where it passed. Fa was not able to reproduce the issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical territory associate (cta) called the isi technical support engineer (tse) and stated that the customer could not get arm 4 to recognize any type of instrument. The tse reviewed the logs and found multiple 282 errors for arm 4. Prior to calling in, the customer had swapped out the drape and the issue remained. The customer had the exact same issue in the last case. They tried a new drape and several instruments, but the issue remained. The customer continued the case with just three arms. The procedure was completed as planned with no reported injury. Isi contacted the initial reporter and obtained the following information: this was a cholecystectomy procedure, and the system was inspected prior to use. Nothing was found out of the ordinary. Arm 4 was not disabled or abandoned, but the procedure was completed by using just three arms. There was no report of any patient injury.